Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) (rep) regarding a patient who was receiving lioresal, 2000 mcg/ml concentration at 1000 mcg/day dose. It was reported that patient also complained of increased tone. The pump was replaced on (B)(6)2018 at the time of this report, the issue was resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 1586 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity and other spasticity. On (B)(6) 2018 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump logs indicated that the motor stall occurred at 04:30 today and the stall was active. The hcp denied any emi (electromagnetic interference) or magnetic interaction with the pump. No patient symptoms were reported. The hcp was going to discuss further with the physician. No further complications have been reported as a result of this event.